Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery couldn¿t be charged. It was reported that the customer experienced an elevated blood glucose (bg) level of 400-550 mg/dl with trace ketones. Bg was addressed via manual insulin injection. Multiple follow up attempts from tandem technical support was made to obtain additional information, however, a response from the customer was not received.